Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with pixel color change and dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: on investigation, the pump powered up with auditory and vibratory features. The display was blank. Due to the blank display issue, the remaining testing cannot be completed. The alleged dim display issue was unable to be fully investigated and no conclusion could be drawn. The pump casing was open and no damages to the display screen were found. A fully functional display was restored when the pump screen was replaced with a test screen. The investigation determined that the blank display issue was the result of a failed display connector wire.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).